Event description:
It was reported that the customer suspected reverse passage of distilled water to the patient. The patient was receiving a mixture of serum and fresh frozen plasma. No patient injury or complications were reported in relation to this event.

Event description:
Additional information from the anesthesiologist indicated that there was a leak of the plasma and blood.

Manufacturer narrative:
: B5: updated with additional information.